Event description:
Pulmonetic systems, inc. Received the following report from a representative. With vent disconnected from pt unit is not alarming disc.sense. Unable to duplicate reason for return, in office unit is coming in to be checked out for proper operation.